Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained unaffected and dosing was projected to stop soon. No adverse clinical symptoms reported. Outcomes included temporary interruption risk to automated dosing without clinical impact. User support included troubleshooting and education, including toggling settings, restarting the ilet, and advising a pairing wait period. Investigation of this case revealed a communication interruption between the continuous glucose monitoring system and the ilet without hardware damage or sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth communication and use-related connectivity conditions.